Event description:
On (B)(6) 2015, after the upgrade to the smartview version 2.44, the programmer could not interrogate some devices. In one case, the programmer was shut down three times and only after the fourth attempt, it was possible to interrogate the subject device. Preliminary analysis showed that after the smartview 2.44 installation, all implantable devices were interrogated successfully.

Event description:
On (B)(6) 2015, after the upgrade to the smartview version 2.44, the programmer could not interrogate some devices. In one case, the programmer was shut down three times and only after the fourth attempt, it was possible to interrogate the subject device. Preliminary analysis showed that after the smartview 2.44 installation, all implantable devices were interrogated successfully.